Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind and displacement test. However, unable alarmed motor error during basic occlusion test due to faulty sensor resistor (gold). Unable to perform occlusion test, prime test, excessive no delivery test or displacement accuracy test due to motor error. Unit received with corroded battery tube, cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 631 mg/dl. The customer¿s blood glucose was 681 mg/dl at the time of incident. The customer¿s blood glucose went down to 583 mg/dl. The customer treated with insulin pump. Customer was wearing the insulin pump at time of hospitalization. The customer reported that the drive support cap was normal. The customer also mentioned serter issue and infusion set cannula was bent. The insulin pump will be returned for analysis.